Event description:
The customer states that the footpedal keeps pumping fluid even when it is not on.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the dp 20 was returned to nouvag USA inc. During visual inspection, failed foot pedal cord was found.